Event description:
It was reported that the patient experienced hyperglycemia with symptoms of nausea; due to multiple infusion sets falling off due to poor adhesion on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.